Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was 408 mg/dl with high ketones. Subsequently, customer went to the emergency room (ER). Bg was treated with intravenous insulin. Reportedly, customer left the ER 8 hours later with customer in stable condition (bg 282 mg/dl). Reportedly, customer reverted to manual injections for insulin therapy.